Event description:
It was reported that a customer experienced a malfunction code on their mobi pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.